Event description:
The service report shows that the customer reported inaccurate volumes. The device was delivering 300cc with the volume set at 1000cc. The service technician verified that the volumes were out of specification and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.